Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an issue with the pinnacle screw going all the way through the hole and into the bone. The surgeon has just shown me the x-ray. The product was not returned to depuy synthes, however photos were provided for review. Attachment [image 1, image 2, implant stickers]. The x-ray investigation revealed that pinnacle sector ii cup 50mm is not assembled with the pinn can bone screw 6.5mmx25mm. It is evident that the devices are separated. However there is not enough evidence to confirm if the screw went straight through or if it was positioned incorrectly. A manufacturing record evaluation (nc search) was performed for the finished device product code 121722050, lot number 4232212 , and no related non-conformances / manufacturing irregularities were identified for this issue. From a review of the process and also from a review of the production data for the sub assembly work orders which were issued to the finished good work order associated with the product complaint there is no evidence to suggest that the product was manufactured out of specification. Please see the attachment "investigation memo for (B)(4)" for more details. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the pinnacle sector ii cup 50mm would not contribute to the complained device issue. Based on the investigation findings, an assignable cause for the two devices separated in situ could not be determined due to insufficient evidence at this time, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device product code 121722050, lot number 4232212 , and no related non-conformances / manufacturing irregularities were identified for this issue. Device history review : a manufacturing record evaluation (nc search) was performed for the finished device product code 121722050, lot number 4232212 , and no related non-conformances / manufacturing irregularities were identified for this issue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code:(B)(4) , lot - 4232212 and no non-conformances / manufacturing irregularities were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot - a manufacturing record evaluation (nc search) was performed for the finished device product code (B)(4), lot number 4232212 , and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported that there was an issue with the pinnacle screw going all the way through the hole and into the bone.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.